Event description:
New information noted that no intervention was performed and the patient was in stable condition.

Event description:
Additional information received indicated that the patient was discovered to have an unrelated respiratory tract infection. The patient's medications were adjusted and antibiotics were administered.

Event description:
It was reported that the patient experienced fever and tachycardia. Further information was requested however, was not provided.